Manufacturer narrative:
Device not received for eval.

Event description:
The device was used during a cervical cutaneous suture procedure. Reportedly, the suture did not hold knots. No pt injury reported.